Manufacturer narrative:
The reported event was confirmed. Visual inspection noted that one silicone two-way foley catheter was received. Visual evaluation noted no obvious defects were observed. Attempted to inflate the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and it was difficult to inflate. The balloon was dissected and found that the inflation notch was not completely perforated, the punch appeared to be too shallow. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure mode could be due to inadequate pressure on the machine to punch. The product was not used for the diagnosis or treatment. The product had failed to meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review was not performed due to the labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter difficult to deflate during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the catheter during pretest.